Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed replace sensor during a sensor session. No data or product was provided for investigation. Confirmation of the complaint was undetermined. No injury or medical intervention was reported.